Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that he normally uses coaguchek xs meter serial number (B)(4) when traveling and when he is on vacation. The batteries are removed for storage. On (B)(6)2018, he replaced the batteries and the screen went dim. The meter was requested for investigation. The meter was returned and upon initial investigation, it was found that battery compartment showed extensive corrosion on the terminals from leaking batteries. The display was also corrupted. Due to pixelation seen in the result field of the display, it is possible for results to be mis-interpreted. No adverse events were alleged to have occurred with the patient.